Event description:
Related manufacture report number: 2017865-2021-35277. During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Additionally, mode switching due to noise was observed on the ra lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.